Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a cystoscopy with a right ureter stent replacement procedure. According to the complainant, during the procedure, the balloon catheter had a hole in it. The event prolonged anesthesia. The physician completed the procedure with another uromax ultra balloon dilatation catheter. The condition of the pt following the event was reported as "fine". Follow-up with the nurse revealed that the balloon did not burst. The balloon leaked and would not maintain pressure when inserted at the distal end of the ureter.

Manufacturer narrative:
(B)(4).